Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve was revised for unknown reasons approximately three years after implantation. The valve was implanted to the patient via lp-shunt for unknown indications and initial setting is unknown. The revision surgery was performed; however, there are no details regarding the reason for revision. Original disease: no information. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was 30mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted, as well as a bend in the peritoneal catheter at the end of the valve was noted. It is possible that the catheter was bent when implanted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; no issues found. A review of manufacturing records found no discrepancies when the device was released to stock. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.